Event description:
Healthcare professional reported "deflation." This record is for the left side. The device disposition is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, b5, d6a, d6b, h6

Event description:
This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b5, d1, d2a, d2b, d4, g4, h6.

Event description:
It has been determined that this record is a duplicate of (B)(4) in regard to a non-abbvie device.